Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, manufacture date ¿ ni.

Event description:
Patient's hip was revised due to loosening. During the procedure, the acetabular components were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.